Event description:
Info received that when the brake is applied, the casters will swivel. No injury reported.

Manufacturer narrative:
Unit located in storage area. Tech found that when the brake was applied, that the caster will swivel. Replaced the brake casters to resolve this issue.